Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the sticky universal cord could not be attributed to a specific cause. The peeling observed on the connecting tube is most likely due to an expected or random component failure, with no evidence of a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the broncho video scopes universal cord was sticky, and the coating on the connecting tube was peeling by more than 1¿2 millimeters. There was no patient involvement.